Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con), a healthcare professional (hcp), and a manufacturer's representative (rep) regarding a patient receiving morphine of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported by the patient that something had gone wrong either with the pump or patient's spine because he was at the hospital and in severe pain and could hardly walk. The hospital did not have the equipment to read the pump. A rep was to come read the pump, but did not as it was not an emergent need and the patient was not alarming or in withdrawals. The patient had a CT scan and was awaiting test results. The patient woke up at 3:00 am on (B)(6) 2017 and both of his legs were burning. Later on (B)(6) 2017 the patient went to work and blacked out three times and was brought back from the camper by his coworkers. The patient's managing doctor back home was out of office until (B)(6) 2017. A nurse reviewed that the patient was not showing any physical symptoms of withdrawal and no one had heard the device beep and did not consider it an emergency so the rep redirected to the physicians office to be interrogated. The patient stated that the last time the patient had his pump refilled the hcp reviewed that the patient was going to be due for a pump replacement due to longevity sometime in the fall (september, etc.) And the reason they were concerned now. The patient's wife stated the pump had been very beneficial and to see what the patient had gone through since (B)(6) 2017 was just scary. Per the rep the patient's pump was not alarming and the patient had no withdrawal symptoms, just an increase in pain. No further complications were expected or anticipated.